Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No data was provided for evaluation. Confirmation of the reported loss of connection event could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and data file review. Confirmation of the reported allegation was not confirmed. The reported allegation was not found. The probable cause could not be determined post investigation.